Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred during rinseback of a routine hemodialysis treatment. Rinseback was discontinued resulting in an estimated blood loss of 50cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not completing rinseback. There is no evidence to suggest that a device malfunction occurred. Air alarms during rinseback are most likely the result of the operator introducing air into the disposable circuit while making patient connections for rinseback. The user's guide provides adequate instructions for troubleshooting air alarms and making patient connections. A direct correlation between nxstage system one, and the reported blood loss cannot be established. Facility staff attributes the arterial alarm to user error and will review rinseback procedures with the operator and patient. Nxstage medical considers this report closed.